Event description:
Patient received burn to flank area during surgery while bovie in use. After inspection of the device, it was discovered that the bovie extension was cracked. Unsure if the crack occurred during the procedure or prior to the case.